Event description:
It was reported that, "during a lap. Choly procedure, the doctor accidentally activated the es function on the handpiece. He was unfamiliar with the switch position. The patient sustained a burn to the liver. The procedure was finished with a device with a differently contoured handpiece, which the surgeon was more familiar with. The pt did not suffer any lasting negative effects.